Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator alarming. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, the ventilator failed to power on using ac power. The device's power supply was replaced to address the issue.